Event description:
While using the day aligners the patient reported, "her right front tooth has been experiencing sensitivity since she started step 9 on december 20th. She said it has gotten worse. She said it is a 10/10 pain. It especially hurts when air blows on it, or when she has something cold in her mouth. It will get unbearable for about two minutes before easing up. She is now in step 10 and the pain is only increasing".

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.